Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the entire stent with stent struts pulled and stretched distally over the tip. The stent was moved distally on the balloon leaving the proximal section of the balloon exposed. The crimped stent outer diameter within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties and shaft kinked were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion containing a >=90 degrees bend was located in the mildly calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the shaft of the stent was kinked. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.